Manufacturer narrative:
As reported, after advancing the white push tube of a 5f mynx grip vascular closure device (vcd) and withdrawing the deflated balloon and device, it was found that no plug had been released, and no plug was visible on the device. The device was used after completing a cerebral angiography for sealing. Manual compression was then applied to the puncture site, followed by pressure bandaging to achieve hemostasis. There was no reported patient injury. During the operation, the balloon effectively sealed the puncture site, and no additional bleeding occurred. After removing the device, bleeding was observed with no plug present. The device was stored and prepared in accordance with the instructions for use (IFU). A retrograde approach was used during the procedure. The deployer was mynx certified. A 5f 10cm non-cordis short sheath was used. Femoral artery suitability was confirmed via angiography with an insertion angle of 30-45 degrees. The device was used in the femoral artery, which had a verified diameter =5mm, with no tortuosity or calcification. The user completed the shuttle down, though significant resistance was noted, but no abnormal force was applied during sheath retraction. The advancer tube was visible, and pulsatile bleeding was observed upon its removal, but the sealant was not seen at the site. No anticoagulants, antiplatelets, or thrombolytics were used. The activated clotting time (act) during the procedure was 250 seconds, the inr was less than 1.5 and the patient had no known history of coagulopathy. One non-sterile 5f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open, with a cordis mynx syringe attached to the unit. Additionally, a 5f non-cordis catheter sheath introducer (csi) was returned inserted on the device. The sealant and the advancer tube were not returned for this evaluation. The sealant sleeve was found partially retracted, while the balloon did not present any abnormal condition. No additional anomalies were observed during this visual analysis. A deployment simulation could not be performed in accordance with the device¿s IFU, as the sealant and advancer tube were not returned for evaluation. However, a shuttle displacement test was performed, during which the shuttle cartridge advanced and retracted to the black handle without any issues. An inflation/deflation test was also conducted, and no anomalies related to the reported event were observed, as the balloon inflated and deflated as expected, confirming proper functionality. Additionally, the unit was held vertically by the handle with the shuttle engaged, and it was observed that gravity did not cause the shuttle to disengage from the handle. No abnormalities were identified during this functional evaluation. A visual inspection was conducted to verify the presence of the slit on the outer cartridge. The slit was confirmed to be present. The reported event of ¿sealant-failure to deploy" was not observed through analysis of the returned device since it was received fully deployed. Additionally, the reported event of ¿shuttle-shuttle advancement issue¿ was not observed through analysis of the returned device since it passed functional analysis and the device was received with the sheath fully retracted on the shuttle tubing. The exact cause of the issue experienced by the customer could not be determined during product evaluation. Based on the information available for review and the product analysis, it is not possible to determine what factors may have contributed to the reported event of the sealant not deploying into the patient, especially since the sealant and advancer tube were not received for analysis. Additionally, it is not possible to determine what factors may have contributed to the shuttle advancement issue reported since the shuttle was able to advance and retract without issue during the simulated deployment test. However, as the sealant was not received with the device, it is possible that premature swelling of the sealant resulted in the resistance experienced. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step and/or failure to open the sheath¿s stopcock before shuttle advancement, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to a shuttle advancement issue. Additionally, if the sealant was prematurely swollen, placement could be affected. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the product analysis, nor the information available for review suggest that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, after advancing the white push tube of a 5f mynx grip vascular closure device (vcd) and withdrawing the deflated balloon and device, it was found that no plug had been released, and no plug was visible on the device. The device was used after completing a cerebral angiography for sealing. Manual compression was then applied to the puncture site, followed by pressure bandaging to achieve hemostasis. There was no reported patient injury. During the operation, the balloon effectively sealed the puncture site, and no additional bleeding occurred. After removing the device, bleeding was observed with no plug present. The device was stored and prepared in accordance with the IFU. A retrograde approach was used during the procedure. The deployer was mynx certified. A 5f 10cm non-cordis short sheath was used. Femoral artery suitability was confirmed via angiography with an insertion angle of 30-45 degrees. The device was used in the femoral artery, which had a verified diameter = 5mm, with no tortuosity or calcification. The user completed the shuttle down, though significant resistance was noted, but no abnormal force was applied during sheath retraction. The advancer tube was visible, and pulsatile bleeding was observed upon its removal, but the sealant was not seen at the site. No anticoagulants, antiplatelets, or thrombolytics were used. The act during the procedure was 250 seconds, the inr was less than 1.5 and the patient had no known history of coagulopathy. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.